Event description:
During a normal pump replacement the day of the report the hcp was able to aspirate the catheter just fine but the sc connector was very difficult to get off the pump. The hcp had difficulty replacing the pump because he couldn¿t get the catheter detached. The silicone separated from the metal when trying to pull the sc connector off from the pump. The hcp was not able to disconnect the sc from the pump using traditional means so he cut it and just added an 8578 afterwards. There was no patient issue or symptoms. The patient was receiving good therapy. The pump and the connector were replaced and the patient was noted as ¿doing fine¿. The pump was used to deliver morphine.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).